Event description:
Medical affairs has been unable to get in contact with the pt and sent the pt a letter to obtain more clinicial info. The pt called alleging that the meter does not power on. She experienced headaches, and "pain on her side". She has been going to the local clinic for the past two months to obtain a blood glucose reading, since her meter does not power on. She went to the clinic and her reading was 421 mg/dl. She was referred to go to the hosp where she was treated with IV and insulin. The batteries were replaced less than a year ago and the battery contacts were in good condition. Customer service sent the pt a replacement meter. Based on the info provided, this case is being reported as a malfunction, since the power issue was not resolved. The pt suffered a serious injury; however, the meter did not contribute to the injury, since the pt experienced symptoms prior to testing.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.